Event description:
Reportedly, a metal component detached from the foam collar, disengaged into the patient cavity, and was subsequently retrieved to complete the case without further incident. Procedure: cholecystectomy. Pt status: no pt injury reported.